Manufacturer narrative:
A160105 removed from h6; a140508 and a1090814 added. The investigation is still ongoing.

Manufacturer narrative:
Corrected information were provided in d3, and e1. Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial number has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Since product wasn't returned for investigation and insufficient clinical details were provided, the cause of the access site adverse event could not be determined. Since product wasn't returned for investigation and clinical details did not report how the pump came out of position, the cause of the positioning issue could not be determined. Clinical details provided that the pump was noted to be deep at the time of initial suction alarms and repositioning resolved the alarms. Data log review confirmed the alarms as well as the resolution of alarms when pump metrics turned to expected ranges. Based on this information, the cause of the low pump flows was most likely a use/positioning issue. However, the cause of the positioning issue could not be determined due to insufficient clinical details. The cause of the poor visualization could not be determined due to insufficient clinical details.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. A suction alarm occurred after moving the patient. The p level dropped to p3 and was unable to be increased back to previous. An echocardiogram (echo) was ordered and was measuring 4.78 centimeters (cm) from the av and was unable to visualize the angle due to poor windows. The interventional cardiologist (ic) retracted by 2 cm. Under echo guidance. The p level increased to p5 and approximately 20 minutes later the pump alarmed ¿in the aorta¿ after the patient had a coughing episode. An echo was ordered and the pump was visualized angled towards the mv. The ic torqued the impella back towards the apex, and pump was advanced to 85 cm and was measuring 4.4 cm from the av. Alarms were resolved. The patient was stable and no complaints from the ic or bedside registered nurse. Upon rounding the next morning, it was relayed that the patient did get a bath over night and the site had begun oozing. The dressing was removed and reinforced with gauze to stop the oozing. The patient was on heparin drip and purge. A discussion was had about changing the purge to sodium bicarbonate. The decision is pending. Hemoglobin was 9.7, hematocrit was 29.5, and platelets were 195. The patient's urine was yellow. Distal pulses were palpable. The patient was awake, alert, and oriented. No direct concerns for bleeding from the team were noted. The following day the site remained oozy and was reinforced. It is currently resolved. They continued to monitor the patient. The patient was still on a heparin drip of eight units with activated clotting time within range. Some bruising at the site was noted, marked and no changed have occurred since the day before. No hematoma at the site. The patient's outcome was stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.